Event description:
Pt was brought to the cath lab for placement of stent in left subclavian artery. When attempting to deploy the stent after 2 atmospheres of pressure the stent slipped back toward the aorta and was partially deployed. The physician attempted to reposition the stent without success. While removing the device the stent was dislodged and became free floating in iliac artery. Physician notified surgeron and stent was surgically removed.